Event description:
It was reported that the procedure was performed to treat a chronic occlusion in a heavily calcified right coronary artery. The 2.5 x 23 mm xience pro x stent delivery system (sds) was advanced to the target lesion. An attempt was made to deploy the stent, but the balloon did not inflate; therefore, the device was removed. No damage was observed. A new xience pro x sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The inflation issue was unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience prox device is currently not commercially available in the us.; however, it is similar to a device sold in the us.